Event description:
Note: the date of event and procedure date are unknown. It was reported to boston scientific corporation in 2009, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, they went to use the device and "the tip was frayed". The procedure was completed with another autotome rx sphincterotome. No information was available regarding patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.